Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a failed battery alarm and a battery out limit alarm. Customer's blood glucose was 413 mg/dl. Customer reported the battery was out of the device greater than the duration that was allowed by the device. After troubleshooting, customer was advised the insulin pump was functioning as designed. Customer was advised to monitor the device. Customer will not be returning the device for analysis.